Event description:
An employee was performing a blood sugar on a pt. The employee failed to put the safety lancet in a sharps container immediately. Instead they put the lancet on a medical cart. They then went to dispose of the lancet and in doing so was stuck by the lancet as it did not retract.